Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device experienced an out-of-box failure, presenting repeated restart and malfunction alerts including software runtime error (alert 57), external flash write error (alert 61), and multiple power rail over/under-voltage alerts (alerts 66, 67, and 68) ; the device was restarted but the alerts persisted, and a replacement device was provided. Symptoms included no reported patient injury or adverse physiological effects. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included a review of the reported alarms and device history, with plans for device return and evaluation. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.